Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was noticed that the patient's PICC line was leaking at the patient's home. The patient had a tpn running through the line. The patient came into the hospital and the user facility exchanged the PICC for new one under general anesthesia.